Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the markings indicating the depth of insertion on the endotracheal tube were not visible after continuous use in a patient. As per customer notification this situation could compromise the proper monitoring of the tube's position, constituting a potential risk for the patient. The status of the product when the event occurred was during use. There was patient involvement, and no harm was reported as result of this event. There is a picture provided by customer. Associated complaints are (B)(4).

Manufacturer narrative:
H3: the complaint was forwarded to the supplier (iawa) for investigation. The supplier reviewed the batch manufacturing records (device history record), pre-dispatch inspection data, and test results from retained samples. Based on this review, the supplier concluded that the product was manufactured and released in compliance with applicable specifications, with no deviations identified during manufacturing, inspection, or testing. No manufacturing-related nonconformance was identified.